Manufacturer narrative:
Based on supplier investigation, device history record could not be verified as lot number was not provided. There was no occurrence reported in the past 12 months. No sample was available for investigation. Supplier reviewed device master record, there was no design change or to the production process. Related materials were the same as before without any change. According to supplier, the components of the knee walker's handle set include "t" handle bar, handler connection bar and fitting knob, hexagon socket head screw, angled nut and quick release handle "t" handler bar and main frame are connected by hexagon socket head screw. Knee walker's socket head screw may loosen during multiple uses of the t handler bar. Each shipment must pass multiple quality checks before shipping. Supplier is unable to determine the root cause with limited information. The complaint information was informed to the relevant sectors for their awareness. Supplier will continue to monitor the trend of this type of incident.

Event description:
Customer stated the handlebar with the front wheel just started spinning 360 degrees and the patient fell. Patient was not injured. No other information was provided upon request.